Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported failure during a planned preventive maintenance was confirmed to be due to a defective matrix display. A review was conducted using the available pump module event logs, which contain only limited data and minimal key press information. Drug ID, drug concentration, total volume infused, and power off times of the pcu can't be determined. The table below lists the events of the primary infusion, up to the time when the suspect pump module was channeled off. A review of the error logs observed ten (10) error codes 240.4150 (sensor broken low failure), two (2) of these were fatal severity. These errors are considered incidental findings and were determined to be unrelated to the reported issue. Upon powering on the suspect pump module in the ¿as-received¿ condition, the power on self-test (post) did not display any error messages. Subsequently, it was observed that the display showed ¿adaras¿ as reported by facility. The channel matrix display was temporarily replaced with a known-good part for testing purposes only, and the same testing was performed, this time, the suspect device displayed ¿alaris¿ as intended. The suspect pump modules underwent preventive maintenance using alaris system maintenance (asm) version 12.5 as a result, the pump module did not present any failures during testing. Perform device inspections to prevent a damaged device from being returned to patient use. Do not use an infusion module if it is damaged in any way or does not appear to be functioning as expected. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). There was no reported patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement. It was further reported that testing on the device observed to show "adaris" on the scrolling marquee. The field service technician identified it as an issue with the display board installed on the device. The customer disputed the finding. Stating the display board has never been replaced on the device nor has ever failed any pm activities. The customer is requesting the device and display board be investigated by the dchu.